Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances on contacts 1,3,5 and 7 of the left lead. The patient was receiving good pain control from the scs system using exclusively the right-side lead; however, the physician was concerned about the patient's future need of a magnetic resonance imaging (MRI). The patient underwent a revision procedure where the left lead was replaced. The high impedances resolved. The patient was doing well post-operatively. The physician assessed after removing the lead there were two kinks located on either side of the clik x anchor position.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances on contacts 1,3,5 and 7 of the left lead. The patient was receiving good pain control from the scs system using exclusively the right-side lead; however, the physician was concerned about the patient's future need of a magnetic resonance imaging (MRI). The patient underwent a revision procedure where the left lead was replaced. The high impedances resolved. The patient was doing well post-operatively. The physician assessed after removing the lead there were two kinks located on either side of the clik x anchor position.